Manufacturer narrative:
(B) (4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
They were unable to fill or aspirate the reservoir. The locked reservoir valve procedure was reviewed; they were still unable to fill the reservoir. They were unable to view the x-rays of the bellows to see if there was damage done when the pt fell. It was noted that approximately 5cc of preservative free normal saline was forced into the reservoir, but they were unable to aspirate it out, so the drug concentration was unk as it was now diluted. The pump initially contained lioresal 2000 mcg/ml. The pt was given an oral baclofen prescription; "appears to be ok now". The pump was replaced.